Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro-centrifuge vial. Visual inspection found a torn, broken and deformed lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn/broken/deformed with fibers on the lens surface. Rehydration of the lens revealed significant lens damage; the second picture has been recorded. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.0/2.5/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem resolved. Cause of event was unknown.